Manufacturer narrative:
Common device name: nio stent, iliac. Product code: qan.

Event description:
As initially reported to customer relations: a female patient of undisclosed age underwent a bilateral venous stenting procedure in which the zilver vena venous self-expanding stent, g57445, was used. The right side deployed as intended. The left side after deployment the stent did not fully expand. The physician attempted to balloon the stent but it still looked deformed. The physician then realigned with a wall stent and alignment looked better. Physician noted the left side had a hard lesion.